Manufacturer narrative:
Correction information provided in h.6. (Product problem code updated). The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been one other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, tip of the injector was already in the patient eye as the plunger passed the lens and leaving the lens in the injector. Replacement product was introduced and procedure was completed on same day. There was no harm to patient. Additional information was requested.